Event description:
Event description guidant received information that the patient's pacemaker indicated there was a lead impedance issue with this atrial lead. The pacemaker's lead safety switch had been triggered and the lead was now programmed to unipolar mode instead of bipolar. The daily measurements indicated the impedances were about 1100ohms. Lead testing was done and all of the measurements are good today. The patient has no symptoms.